Event description:
Device 1 of 3. Reference MFR report numbers 1627487-2013-00711 and 1627487-2013-00712. The patient (B)(6) was implanted with two scs systems. It was reported both systems were explanted due to lack of efficacy. The patient reportedly discontinued use of the devices and did not attend reprogramming sessions.

Manufacturer narrative:
Correction number: 11627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.